Event description:
On 03/27/2023, it was reported by a sales representative via sems that an 0837-000 impactor pad broke. This occurred during a tibial nail procedure on 03/25/2023 during one of the malleting strikes the pad broke. The threaded portion of the pad broke right off at the base and the shaft/impactor pad itself fell off. When back-slapping to create compression a few minutes later, the threaded portion came out of the "jig".

Manufacturer narrative:
The complaint is confirmed. One unpackaged 0837-000 serial/batch number (B)(4) was received for investigation. Functional testing was not performed due to that the device was damaged. Visual evaluation found that the impactor threaded part was broken. The cause remains undetermined.